Event description:
Philips received a complaint on the patient information center ix indicating that there was a speaker issue. It is unknown if the device produced sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A remote service engineer (rse) spoke with the customer and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.